Event description:
Related manufacturer reference number:1627487-2023-05171. It was reported the patient lost effective coverage due to the l4 and l5 drg leads being migrated and confirmed by x-ray. The patient underwent surgical intervention where both the leads was replaced with a new ones restoring therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.